Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power hazard and no external power alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file. The log file contained approximately 2 days of information (04jun2024 to 06jun2024 per timestamp). Abnormal low power hazard and/or no external power alarms were observed between 20:21:10 and 20:21:32 on (B)(6) 2024 and 20:39:46 to 20:49:48 on (B)(6) 2024. During both of these timeframes, the controller was connected to the mpu, and the relative state of charge (rsoc) and voltage values of both power cables steadily decreased. No external power alarms then activated if/when the rsoc values reached ~0v. The controller¿s backup battery activated as intended and supplied power to the pump in the absence of external power. The abnormal alarms cleared when external power was restored to the controller. The observed events are consistent with losses of ac power to the mpu. Pump operation was not affected by the observed alarms. The mpu (serial number: unknown) was not returned to abbott for analysis. Multiple attempts were made to obtain additional information regarding the potential cause of the observed events, but no response was received. The root cause of the reported event cannot be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number was not provided. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were requested but were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files showed abnormal low power hazard and/or no external power alarms at 20:21 and 20:39 on (B)(6) 2024 that activated while the system controller was connected to the mobile power unit.